Event description:
During a coronary drug eluting stenting treatment procedure, deflation difficulty occurred. The dr advanced a taxus express2 3.0x16mmdrug eluting stent to the lesion in the proximal to mid left anterior descending artery. The stent was deployed, but during deflation the balloon was slow to deflate and the "balloon sticky". The procedure was completed with this device. No pt complications were reported. Pt status is satisfactory. Additional info has been requested.